Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2023 and suture was used. Before use on the patient, it was reported that the thread is visibly roughened, detaches from the needle when pulled through the fabric and/or breaks. On (B)(6)2023, additional information was received stating that one suture got detached during the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: thank you for your quick response. It is important for reporting purposes that we understand if all 4 needles detached during use on the patient or did 1 pull off during use on patient and 3 detach before use on the patient? 1 during use on patient (with no consequences) 3 before use on patient. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 device investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received four unopened samples that pertain to the product code j358h. In order to evaluate the condition of the returned samples, the packets were opened and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.